Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived. Customer¿s blood glucose (bg) level was "high", although a specific value was not given. The customer addressed their bg with a manual injection.